Event description:
Experienced swelling and came back in for aspiration and checked for infection (right knee) [joint effusion] . Experienced swelling and came back in for aspiration and checked for infection (right knee) [arthrocentesis] . Pseudosepsis [pseudosepsis] . Experienced swelling and came back in for aspiration and checked for infection (right knee) [aching (r) knee]. Case narrative: initial information received on 10-sep-2021 regarding an unsolicited valid serious case received from a other health professional from united states. This case is linked to cases (B)(4). This case involves a 61 years old male patient who experienced swelling and came back in for aspiration and checked for infection (right knee), and pseudo sepsis with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2021, the patient started using hylan g-f 20, sodium hyaluronate injection liquid (solution) (strength: 48 mg/ 6 ml), (dosage, frequency, route, indication: unknown) (batch number: brslo17a) in right knee. On the unknown date, after unknown latency of starting the treatment with hylan g-f 20, sodium hyaluronate, patient experienced pseudo sepsis (pseudosepsis). Patient experienced swelling and came back in for aspiration and checked for infection, (joint effusion) (aspiration joint) (joint swelling). She had cultures which were negative and gradually resolved with anti-inflammatories. Action taken: not applicable for all the events. Corrective treatment: anti-inflammatories for all the events. Outcome: recovered for all the events. Product technical complaint (ptc) was initiated with global ptc number (B)(4) on 10-sep-2021 for product. Batch number: brsl017a. Sample status: not available. Device not returned. The production and quality control documentation for lot brsl017a expiration date mar-2024 was reviewed. The investigation showed that the product met specifications. No associated nonconformances were noted. Based on the lot batch record review & lot frequency analysis for lot brsl017a no CAPA (corrective and preventive action) is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 21sep2021 there are 2 complaints on file for lot# brsl017 and all related sublots. 2 complaints are on file for lot# brsl017a: (2) adverse event reports. Sanofi would continue to monitor complaints as stated in (B)(4) product event handling to determine if a CAPA (corrective and preventive action) was required. Final investigation complete date: 27-sep-2021 with summary code as no assessment possible. Follow up information was received on 10-sep-2021 from other healthcare professional. Global ptc number added. No significant information was received. Additional information was received on 27-sep-2021. Global ptc number and results were added. Text amended accordingly.

Event description:
Experienced swelling and came back in for aspiration and checked for infection (right knee) [joint effusion]. Experienced swelling and came back in for aspiration and checked for infection (right knee) [arthrocentesis], pseudosepsis [pseudosepsis]. Experienced swelling and came back in for aspiration and checked for infection (right knee) [aching (r) knee]. Case narrative: initial information received on (B)(6) 2021 regarding an unsolicited valid serious case received from a other health professional from united states. This case is linked to cases (B)(4) and (B)(4) (cluster). This case involves a (B)(6) male patient who experienced swelling and came back in for aspiration and checked for infection (right knee), and pseudo sepsis with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2021, the patient started using hylan g-f 20, sodium hyaluronate, (formulation, dosage, frequency, route, indication: unknown) (batch number: brslo17a) in right knee. On the unknown date, after unknown latency of starting the treatment with hylan g-f 20, sodium hyaluronate, patient experienced pseudo sepsis (pseudosepsis). Patient experienced swelling and came back in for aspiration and checked for infection, (joint effusion) (aspiration joint) (joint swelling). She had cultures which were negative and gradually resolved with anti-inflammatories. Action taken: not applicable for all the events corrective treatment: anti-inflammatories for all the events. Outcome: recovered for all the events.